Event description:
It was reported, "leakage of fluid from the insertion site. On removal of the dm, there is evidence of fluid leakage due to fissuring at 6.5cm from the insertion site." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "leakage of fluid from the insertion site. On removal of the dm, there is evidence of fluid leakage due to fissuring at 6.5cm from the insertion site." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and the cause is unknown. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 5 and 6cm mark on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.